Manufacturer narrative:
Based on the available information, the fse visited the customer site, evaluated the device, and determined that the processor pca assy and dfm100-cbl ui to processor mix needed to be replaced. The dfm100 assy processor and dfm100-cbl ui to processor mix were replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective processor pca assy. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
Reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had knob failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.